Event description:
Deroyal vascular pack. There was debris found in the pack I have a basin with some of the debris in it. The patient was not in the room, the pack was removed and new pack was opened prior to the patient entering the room. Ref# 89-10581.01, lot#54431228, exp 7/1/2023. I will go head and send this pack list along with the basin to quality. Notified deroyal rep and he took pitcher and packing list with him. Pictures x2 attached - 1 of packing list; 1 of pitcher with debris (taped in place where discovered).